Manufacturer narrative:
Additional information h3, h6 and h10: a device history review revealed no issues that could have caused or contributed to the reported issue. The event history log review was performed. An infusion of norepinephrine was running on the reported event date. There were no abnormalities that could cause or contribute to the reported problem observed through the history log. Setup factors, including closed or partially closed clamps, kinks in the IV line, improperly spiked bags, unvented containers, etc. Cannot be determined through the history log. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The user facility submitted medwatch (B)(4). For this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient with extremely low pressure was receiving an infusion of norepinephrine with a spectrum pump. Initially, the pump drew the medication, as the medication was visualized dripping in the intravenous chamber (confirmed on the pump). According to the reporter, the patient¿s blood pressure continued to be ¿dangerously low¿. Unspecified ¿multiple other medications and interventions were done to raise the blood pressure¿. The pump appeared to be running correctly as no alarms were generated; however, there was no medication dripping into the tubing chamber and the medication was not administered to the patient. It was further reported the patient stabilized after other unknown medications were administered. The spectrum pump was removed. No additional information is available.